Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There have been no reports of deformation or breakage at locations where foreign matter has adhered. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending section could not be bent in the up direction at all due to a cut on the angle wire. Upon further inspection, it was observed that foreign material was lodged at the connecting tube and the scope connector case unit. Additionally, whitish foreign material was inside of the air/water tube and the air/water cylinder. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the switch box was dirty. It was observed that the grip was shaved. It was also observed that the suction cylinder had no color. It was observed that the scope connector case unit was dirty due to water leakage. It was also observed that the objective lens had a chip. It was observed that the light guide lens had a crack. It was also observed that the adhesive on the bending section cover had a crack. Lastly, it was observed that the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had reduced angulation, indicating ¿bending play and resolder stopper.¿ there was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material on the connecting tube, air/ water tube and cylinder which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.